Event description:
Correction required to state that decreased pacing lead impedance, not hv lead impedance, was observed. New information also confirms that the lead was not explanted.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a device implant procedure, high pacing lead impedance were observed. Ten days later, decreased hv lead impedance was observed. The next day, fluctuating lead impedance was observed. Externalized conductors were also noted. The lead was replaced.